Event description:
Possible noise on the rv lead was noted. The patient will be followed based on medical judgement despite a known performance issue. There are no adverse patient effects reported for this patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4) 2017 - we were notified that this lead was capped and replaced on (B)(6) 2017. There was oversensing noted.